Manufacturer narrative:
(B)(4). Implant date: 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision surgery. Approximately 2 years post implantation, the patient was revised after a fall. The stem broke at the stem/tibial connection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical g4 - stem. Visual examination of the provided pictures identified implant was explanted and stem was fracture at the junction with tibial plate. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert, fracture of the implant was known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.